Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional umbilical hernia. It was reported that after implant, the patient experienced hernia recurrence, abdominal pain, and adhesions. Post-operative treatment included revision surgery, lysis of adhesions, incisional hernia repair, mesh extracted, and small bowel resection from the adhesions.